Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while preparing for the unspecified procedure, the transformer was connected to an electrical outlet, and shortly after that, sparks appeared from the electrical outlet. The stress was placed on the oredome part of the cable, causing it to split and the wiring inside to break. The intended procedure was completed by changing the outlet. There was no report of patient harm associated with the event.